Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A device history review revealed no issues that could have caused or contributed to the event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. It was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 11:44:24. During night drain cycle one, the patient's ultrafiltration reading was 1444ml, indicating the home patient drained 1444ml more than their maximum programmed fill volume of 2000ml. No additional information is available.